Event description:
It was reported that this pacemaker has depleted from 12 years down to 9.5 years battery remaining upon completion of recent device check. The boston scientific technical services consultant noted that, although the ventricular output was programmed to 3.5 volts at 0.4 milliseconds, the auto threshold output should have been set to 1.5 volts based on the recent threshold measurement and stable results, suggesting the test may have been cancelled before completion. Monitoring will be continued. As of this time, this pacemaker remains in service. No adverse patient effects were reported.